Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer did not recall if insulin was initially filled into the cartridge. The customer changed the cartridge to address the issue and insulin delivery was resumed. There was no reported impact to customer¿s blood glucose.